Manufacturer narrative:
Identifying information, such as the part number and lot number of the broken hardware was not reported to paragon 28. Case information including facility, or surgery date(s) was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 implants. On (B)(6) 2019, the patient completed an x-ray examination and at that time, the broken hardware was discovered. The patient was said to experience a non-union with a hardware failure with evans wedge. It was reported that the patient had an upcoming revision to a triple arthrodesis however, a revision surgery to address the broken hardware was not reported.